Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was out of it after the procedure on (B)(6) 2017. There were no device issues or further complications reported or anticipated. Additional information was received from the consumer regarding the patient who reported that the patient's sleep pattern was off on the night of (B)(6). It was also reported that the patient has not been voiding very much at all. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.